Event description:
As reported on 12/2005, the pt recovered and is fine.

Event description:
Two (2) days post shoulder surgery, the pt saw their general practitioner for the removal of the catheter. The practice nurse attempted to remove the catheter and experienced difficulty. The doctor was notified and an attempt was made at the catheter removal by pulling firmly on it; the catheter snapped off at the end. The orthopaedic surgeon was contacted and the pt was reviewed in 2005, where an x-ray and an ultrasound of the right shoulder were taken. The catheter was not visible on either diagnostic test. The pt underwent an arthroscopy for removal of the broken segement five days later. The broken catheter segment was located and removed from the joint through the anterior portal of the arthroscope. The pt had a normal recovery.